Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was inserted into the patient's right eye and then removed and replaced due to her medical condition. Reportedly, there was no product quality issue with the lens. Vitrectomy was performed and another lens was implanted. There was no patient injury and patient is noted as recovered. No further information was reported.

Manufacturer narrative:
Approximately half of the lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and loose particles/fibers in the optic body were observed compatible with handling the lens out of the sterile environment. Viscoelastic residues were observed in the lens body. The condition observed on the portion of the lens returned was consistent with a lens that has been removed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no discrepancies found and no associated deviation or non-conformity report found in the manufacturing record review related to this complaint. A search on complaints revealed no other complaints were received for this order number to date. Based on the manufacturing record review and analysis of the returned sample, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.